Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the 56x36 +4 neutral pinnacle constrained liner was inserted and impacted. The patient was reduced but dr was unable to seat the locking ring to the liner. He realized that the liner had been damaged and the ring was unable to be implanted. Doe: (B)(6) 2018, (right hip). This complaint is linked to (B)(4).